Event description:
Patient experienced minimal additional bleeding after surgeon fired the endo gia universal stapler, 12 mm, and there was inadequate closure of the surgical site. Surgeon was not sure if stapler mis-fired or if it was user error. The area was over-sewn by hand suturing. Risk management answers to the company's questions: 1. What was the name of the or procedure done for this patient? Lap splenectomy with possible open procedure. 2. Was the procedure extended because of this incident? Yes - somewhat as needed to over-sew/suture the area when stapler did not sufficiently seal off the site. 3. Any tissue injury to the patient? No. 4. Was transfusion needed to complete the procedure? Yes - but mostly due to the original surgery -- may have been a limited amount of blood loss due to the delay to switch from stapler to hand suture. 5. How was the issue resolved? Did the surgeon use another stapler? No other stapler - hand sew/suture the site. 6. Was there any kind of intervention required to complete the procedure? No.